Event description:
The surgeon had previously performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system on (B)(6) 2014. Two days after the surgery the surgeon performed a revision of the liner as it was loose. Following the revision, the surgeon noticed that three of the tabs on the liner were sheared. A new liner was implanted during the surgery on (B)(6) 2014.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.